Manufacturer narrative:
A.4 is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. Literature citation: frenkel, m., fajardo, r., dollerschell, j., baber, a., hermsen, j., & xia, y. (2025). Ecpella bridge to heart transplantation for a large ischemic ventricular septal defect and refractory ventricular arrhythmias. Jhlt open, 9, 100288. Https://doi.org/10.1016/j.jhlto.2025.100288.

Event description:
It was reported that a patient with ischemic ventricular septal defect (vsd) had an impella 5.5 implanted due to ongoing pulmonary congestion and to allow for rehabilitation prior to vsd repair. Per the publication, the impella 5.5 had lower than expected flows despite optimal positioning due to small left ventricle cavity (context: elevated right-sided filling pressures) as well as episodes of increasing ectopy that degenerated into an episode of unstable ventricular tachycardia localized to the same region as the vsd. The impella 5.5 was escalated to veno-arterial extracorporeal membrane oxygenation and the patient survived.

Manufacturer narrative:
The investigation of the reported failure modes has been completed. The product was not returned for investigation. Arrythmia/tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Low pump flow: data log review showed no motor current spikes. The flow levels are on the lower end of specification or slightly below. The cause of the low pump flow was most likely patient related, which is confirmed by the low pulsatility seen in the data logs. Device history review: the device passed all the post sterile inspection checks.